Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges pain, weakness, and discomfort. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right hip). Patient is a resident of (B)(6). Update: 9/17/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, weakness, and discomfort.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs, ppf and medical record received. Pfs alleges severe physical distress, injury, emotional distress, disability, loss of enjoyment and inability to lead a normal life. Constant pain requiring use of cane and walker for long distances and limited physical activity were also alleged. Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. After review of medical record for MDR reportability, patient was revised due to foreign body reaction to metal-on-metal total hip arthroplasty. Revision notes stated that there was a very large seroma upon incision and a thickened trochanteric bursa and thick fibrosed capsule were also observed. Clinic visit prior to revision reported sharp stabbing pain that increases with weight bearing activity, slightly elevated chromium and cobalt ion levels and significant fluid collection seen in the MRI, however, there are no laboratory results provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.